Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the failure of the printed circuit board, which might be caused by the aging degradation of the printed circuit board component due to the repeatedly long-term use because the subject device had been used more than three and a half years since manufacturing, or by the accidental failure of the printed circuit board component. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to omsi for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that the signal was not output from the dvi out terminal of the subject device due to the failure of the print circuit board of the subject device. There was no report of patient injury associated with this event.